Event description:
It was reported that noise was observed on the ventricular sense channel and the high voltage channel. The noise anomlay was noted on the stored egms. Ventricular sensing, capture thresholds, and high voltage impedances remained within acceptable ranges. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.